Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patent's hematocrit and hemoglobin levels decreased from 32% and 9.8 g/dl. Respectively, on (B)(6) to 16% 4.8 g/dl on (B)(4). Gastrointestinal service was consulted and planned for a flexible sigmoidoscopy procedure. The patient was transfused with 2 units of packed red blood cells. The patient has been off all anticoagulation medications since (B)(6). No further information was provided.